Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was explanted; patient experienced hemothorax due to perforation which was confirmed via fluoroscopy; reportedly helix would no longer retract/extend fully due to matter hemothorax surrounding helix, so it was explanted and a new lead was implanted. No additional adverse patient effects were reported.